Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and insulin gauge remained static at 60 units. At the time of the reported event, the customer reloaded the cartridge and received an accurate fill estimate. Reportedly, the customer's blood glucose level was 58 mg/dl, which was addressed by consuming juice. Review of the pump data logbook showed that the cartridge was filled on (B)(6) 2017 without going through the steps of the load process. During a follow-up call on (B)(6) 2017, tandem technical support relayed the information. The contact stated that the customer might be skipping some of the steps of the load process, and will continue to monitor the pump performance.